Event description:
The manufacturer previously reported documented a service required alarm condition was alleged. The device had not yet been returned for evaluation. The device was evaluated by the manufacturer and the service required alarm condition was not duplicated. During the evaluation the device failed a test step for flow and failed circuit calibration. The device's machine flow sensor and solenoid valve were replaced to address the issue. The solenoid valve was returned to the manufacturer's product investigation laboratory (pil) for investigation. The solenoid valve was tested on a multifunctional test station and failed testing. The pil technician concluded that the component was faulty.